Event description:
Second report from facility. Procedure continued and a force bipolar forceps opened and the tip is bent and was not lining up. Second forceps in case that failed. Third forcep opened. No injury to patient.